Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the medical intensive care unit (micu) that three needleless valves sprayed fluid when attached to PICC without clamps. There was no impact to patient.

Event description:
It was reported from the medical intensive care unit (micu) that three needleless valves sprayed fluid when attached to PICC without clamps. There was no impact to patient.

Manufacturer narrative:
Additional information added to: b3 (date of event).